Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 15 mg/ml dilaudid at a dose of 3 mg/day via an implantable pump for non-malignant pain. It was reported that even after the catheter revision (reference regulatory report #3004209178-2016-21750), the patient had been experiencing intermittent withdrawal issues. A catheter dye and roller study was to be performed on (B)(6) 2016. The event logs were reviewed and eight motor stalls were confirmed since (B)(6) 2016.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. The representative was at the hospital for another case and she heard a pump alarming that was in an area where there were multiple new pumps. The representative interrogated all of the new pumps and no alarms were found. The representative found an explanted pump and it was alarming. The pump was interrogated and a motor stall was showing on the pump. The caller would send the pump back for analysis. Additional information was received on (B)(6) 2017. There were no issues at all related to representative being at the hospital. The representative was there was an unrelated case and happened to hear the alarm in the sub-sterile area when they were gathering product for that case. The explanted pump would be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found a pump tube anomaly of an unconfirmed pump tube breach. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction - this event is being reported as a serious injury due to the device explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.